Event description:
The pt reportedly presented with a skin flap breakdown (no date given). The wound was surgically cleaned. The pt's dr instructed her to discontinue use of the external equipment for a period of time. The skin flap reportedly healed well. When the pt was seen at her implant center (no date given), her audiologist found the internal magnet stuck to the headpiece. The audiologist and surgeon assume that the magnet must have extruded through the open wound in the skin flap prior to the surgical cleaning procedure. The internal magnet was replaced in a surgery in 2005. Oral antibiotics were prescribed and she was released the same day. On four days later the surgeon noted that there were no complications and the incision was healing well.